Event description:
A patient reported via a manufacturer representative (rep) that the patient was getting the interstim reprogrammed. The rep stated that after the programming was completed, the patient stated the implantable neurostimulator (ins) site would sometimes get ¿hot¿ and they were afraid they had an infection. It was unknown if there was any environmental, external, or patient factors that led or contributed to the issue. The rep stated that after the issues, they alerted the healthcare professional (hcp) about the situation and the hcp went and saw the patient to access the ins site. The hcp stated that he would monitor the site. The hcp had scheduled to have the patient come back to the office in 1 week. The hcp decided to leave the ins on and would determine next steps with the patient when they returned in a week. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.